Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to the site to perform a system checkout. While on site the representative confirmed there were grainy images with artifacts near implants. Tested system alignment and output to confirm system functionality. Representative worked with sites system operators on different functionality to help improve the image quality.. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the image quality of the standard confirmation spin was light and grainy and had poor detail. The hd initial spin looked fine but the surgeon proceeded with the standard confirmation spin. There was a delay of less than 1 hour. No impact on patient outcome.